Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that a screw was damaged and malformed during surgery. The surgeon was performing an anterior lumber interbody fusion surgery at l-3-s1 and while placing the first screw left at s-1, the screw head came disengaged with the tip of the screwdriver. It was reported that the screw was partially placed but removed and the top of the screw head came apart (malformed). There was no issue or complaint with the distractor tip, but was suggested it should be replaced with the matrix screw. The surgery was delayed for 2 minutes. Overall surgery was completed successfully. Replacements are requested. This is report 1 of 1 for complaint (B)(4).